Event description:
Tampon broke off inside body [foreign body in reproductive tract]. Tampon broke off [device breakage]. Case narrative: consumer reported via phone that the tampon broke off in body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.